Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the stapler loaded properly, cycled properly, all lights were on and ready. Stapler began to fire and fired for approximately 1.5 cm. It immediately slowed down and then stopped. The surgeon waited and then pushed the fire button again and it would not advance any further. He continued to wait for approximately 1-2 minutes and the device would not advance any further so he pressed the open button and removed the device. He used a manual handle to finish the case without incident. Seamguard reinforcement material was used. There was no unanticipated tissue damage. There was no unanticipated extension for the incision more than one inch. There was no unanticipated blood loss of more than 500 cc. There was no delay over 30 minutes.

Manufacturer narrative:
(B)(4).